Event description:
It was reported that there was a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.